Event description:
The complainant alleged that during a routine shift check by a clinician the device displayed a "defib fault 94" message and a "defib fault 72" message. The complainant indicated that there was no pt involvement with this reported malfunction.